Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# (B)(4), awareness date 12-aug-2015). It refers to a female consumer of unspecified age in united states who had essure inserted in 2007. Consumer stated that immediately after essure insertion she had lower back pain with her cycle and abnormal bleeding. It was initially tolerable but increased over time. After deterioration of her life, family and work, she felt as though she was falling apart and must just be getting old. She also had recurrent urinary tract infections (she received antibiotics for 7 days), eczema, intense back pain, hip pain constantly, hair loss, bloat, weight gain and she bled for 14-days of every 28-days for 7-years. In 2012, it was discovered that an essure coil had migrated into her uterus. A surgery to remove coil hysteroscopically was done. It fragmented. Her symptoms escalated. She had laparoscopic surgery 18-months after to attempt diagnosis of her symptoms, but it was inconclusive. In 2014 an abdominal hysterectomy was done. Pathology results showed adenomyosis, which according to consumer, it was a direct result of the chronic inflammation that essure was designed to start but never stop. After hysterectomy, eczema, utis, back and hip pain resolved. She was also diagnosed with secondary hypothyroidism. She was recovering. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and an essure coil migrated into her uterus. During a hysteroscopic attempt to remove this coil, it fragmented. Consumer was later submitted to a diagnostic laparoscopy and hysterectomy. The reported events were considered serious due to medical importance and are listed according to essure's reference safety information. During essure micro-insert therapy there is a risk that the device could move in/out of fallopian tubes; this movement could be an expulsion (to uterus or out of the body) or dislocation (into fallopian tube or to peritoneal cavity). Also, if hysteroscopic essure removal is attempted, the insert may fracture. In this case, essure expulsion to uterus was diagnosed 5 years after device placement. No information was provided about essure insertion procedure to conclude on the mechanism of this event. Nevertheless, considering its nature; causality with the suspect device cannot be excluded. The same assessment is given for the reported device breakage; since it occurred in association with an essure removal attempt. Additionally, the serious event secondary hypothyroidism (unlisted) was reported and considered unrelated to essure due to the local action of this device into the fallopian tubes. Non-serious events were also reported. This case was regarded incident, since device removal was required. A product technical analysis is being sought. No active follow-up will be pursued, since this case was identified during health authority website monitoring.

Manufacturer narrative:
Ptc investigation result was received on 08-sep-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and an essure coil migrated into her uterus. During a hysteroscopic attempt to remove this coil, it fragmented. Consumer was later submitted to a diagnostic laparoscopy and hysterectomy. The reported events were considered serious due to medical importance and are listed according to essure's reference safety information. During essure micro-insert therapy there is a risk that the device could move in/out of fallopian tubes; this movement could be an expulsion (to uterus or out of the body) or dislocation (into fallopian tube or to peritoneal cavity). Also, if hysteroscopic essure removal is attempted, the insert may fracture. In this case, essure expulsion to uterus was diagnosed 5 years after device placement. No information was provided about essure insertion procedure to conclude on the mechanism of this event. Nevertheless, considering its nature; causality with the suspect device cannot be excluded. The same assessment is given for the reported device breakage; since it occurred in association with an essure removal attempt. Additionally, the serious event secondary hypothyroidism (unlisted) was reported and considered unrelated to essure due to the local action of this device into the fallopian tubes. Non-serious events were also reported. This case was regarded incident, since device removal was required. The product technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, since this case was identified during health authority website monitoring.

Manufacturer narrative:
Follow up 12-jul-2016: legal claim was received from lawyer on behalf of plaintiff. Plaintiff was implanted with essure on or about (B)(6) 2007. After being implanted with essure, this plaintiff suffered from severe and permanent injuries. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and an essure coil migrated into her uterus. During a hysteroscopic attempt to remove this coil, it fragmented. Consumer was later submitted to a diagnostic laparoscopy and hysterectomy. This case became legal. The reported events were considered serious due to medical importance and are listed according to essure's reference safety information. During essure micro-insert therapy there is a risk that the device could move in/out of fallopian tubes; this movement could be an expulsion (to uterus or out of the body) or dislocation (into fallopian tube or to peritoneal cavity). Also, if hysteroscopic essure removal is attempted, the insert may fracture. In this case, essure expulsion to uterus was diagnosed 5 years after device placement. No information was provided about essure insertion procedure to conclude on the mechanism of this event. Nevertheless, considering its nature; causality with the suspect device cannot be excluded. The same assessment is given for the reported device breakage; since it occurred in association with an essure removal attempt. Additionally, the serious event secondary hypothyroidism (unlisted) was reported and considered unrelated to essure due to the local action of this device into the fallopian tubes. Non-serious events were also reported. This case was regarded incident, since device removal was required. The product technical assessment concluded "unconfirmed quality defect". Based on the available information, there is no relationship between the reported medical events and a quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.